Manufacturer narrative:
No product return per the customer.

Event description:
The customer reported that during a robotic gyn/onc case, the final lap count revealed a missing rf chip. They reopened the trocar sites and retrieved the chip. No further information was provided by the user facility.